Manufacturer narrative:
Investigation summary: during first visual inspection the valve appeared to be missing from hub, then the device was visually inspected for a second time and the hemostatic valve was not found inside of hub. The leakage can be related to the missing valve. The valve detachment could be caused due to an external force but it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device with lot number 00001109, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the biosense webster inc. Product analysis lab noted the returned condition that there was no hemostatic valve. Initially, it was reported that there was a leaky valve on carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. There were no patient consequences reported. Additional clarification received stated that the valve was still attached. It was just opened. The issue was observed after insertion. The leaky valve issue was assessed as not reportable. The leak was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on december 6, 2019 and during the first visual inspection it was noted that the valve appeared to be missing from hub; however, the result was inconclusive. The device was further inspected on january 20, 2020 and it was found that there was no hemostatic valve. The issue of the no hemostatic valve was assessed as a reportable issue. Since the first visual inspection the result was inconclusive, the awareness date was reset to january 20, 2020 when it was confirmed that there was no hemostatic valve.